Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) unit will not autofill before case. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was not able to verify the "autofill failure". The fse found the compressor and muffler was defective and replaced it. The fse then performed functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.